Event description:
It was reported that high impedance was observed. System was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported impedance anomaly was confirmed in the laboratory and was found to be caused by a broken ground case wire.